Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at routine follow-up, an increase in pacing lead impedance was observed. The lead was capped and replaced. The patient was doing well after the event.